Event description:
A nurse reported that the irrigation tubing of the cassette pack was bent. The cassette primed successfully; however, it was unable to remove the nucleus during surgery. The cassette was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).